Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during a shoulder arthroscopy and bankart repair, the c6361 spectrum suture hook broke into 2 pieces. The broken part was retrieved arthroscopically and examination found no other broken pieces. No patient injury or surgical delays were reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation in opened original packaging. Visual inspection of the device found the suture hook tip was broken off at the weld; the broken piece was returned. The damaged condition of the returned suture hook is indicative of heavy use and/or the application of excessive force during use. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 21 other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure 0.038 percent. The instructions for use advises the user of the following. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited use suture hook. Prior to use, always inspect suture needle for damage. This issue will continue to be monitored through the complaint system to assure patient safety.